Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number:(B)(6). Batch/lot number:16955226 model/catalog description:linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number:sc-2218-50. Serial number:(B)(6). Batch/lot number:17186488 model/catalog description:linear st lead kit 50 cm. Unique identifier (UDI):(B)(4). Model number/catalog number: sc-2218-70 serial number:(B)(6). Batch/lot number:17354663 model/catalog description:linear st lead kit 70 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70 serial number:(B)(6). Batch/lot number:17354662 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (UDI):(B)(4). Model number/catalog number:sc-4395-70 batch/lot number:26129454 model/catalog description: linear lead w/ enh steering kit 70 cm unique identifier (B)(4). Model number/catalog number:sc-4318. Batch/lot number: 26090486. Model/catalog description:clik x anchor sterile kit. Unique identifier (UDI):(B)(4). Model number/catalog number: sc-4318. Batch/lot number:27845179. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4). Model number/catalog number:sc-4401. Batch/lot number:26012427. Model/catalog description: precision spectra ipg port plug. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patients implantable pulse generator (ipg) has been loose and flipping due to weight loss. Patient had incisional pain based on positional changes. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well post-operatively. The explanted products were discarded and will not be returned.